Manufacturer narrative:
The reported field event of intermittent connection failure and high pacing lead impedance could not be confirmed by analysis. Leads were able to be inserted and secured normally. High measurements of impedance were not reproduced during analysis. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were found.

Event description:
It was reported that the patient presented for a device upgrade procedure. During implant, the chronic right ventricle lead could not be fully inserted into the right ventricle port of the to be implanted implantable cardioverter defibrillator. The impedance check showed that the right ventricle lead exhibited high pacing impedance. The to be implanted implantable cardioverter defibrillator was replaced during the same procedure on (B)(6)2022 . The issue was resolved. Patient was stable.